Event description:
The customer reported that the pump lost all the basal rates and caused high bgs. The customer was hospitalized. It was informed that the alarm history does not show any alarms and the time/date were not erased. Assisted the customer in setting the basal rates.